Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair site for evaluation and the customer's allegation was caused by cable failure. The evaluation also identified rust on the adapter. Based on the investigation results, a definitive root cause was unable to be determined. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the camera head has an image malfunction, "splash screen" and "color deviation". The problem was found during preparation/prior to sedation of a therapeutic laparoscopic procedure. The device was replaced with another similar non-olympus camera. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the camera head has an image malfunction, "splash screen" and "color deviation". The problem was found during preparation/prior to sedation of a therapeutic laparoscopic procedure. The device was replaced with another similar non-olympus camera. There were no reports of patient harm.